Event description:
Pump was reported to have a cartridge change error. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to inspect and clean the pump but was unable to successfully load a new cartridge, leading to the recurrence of the error. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy. Customer was asked to put the pump into storage mode prior to returning it with a pre-paid label, which was understood and acknowledged by the customer.